Manufacturer narrative:
Block d2b: the remaining pro codes (product code) is odg; reported here as pro codes (product codes) exceeded character limit for designated field. Block e1: initial reported address: (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that an acquire needle was used during an echo-endo procedure on (B)(6) 2024. According to the complainant, the procedure was canceled while using the device. Due to this event, the patient's hospital stay was prolonged.